Event description:
It was reported that the pt's pump had a motor stall. There was no info regarding the length of the stall; if there was a recovery or if the pt was exposed to any sources of emi (electromagnetic interference) when the stall occurred. The pt's pump was replaced after an unk period of service life due to the motor stall. The pt's outcome was reported as "no injury" and no pt complications. The medication being delivered via the device system was "mo".

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.